Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that colored liquid leaked from the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: when the syringe was used to draw the liquid from the vial, it is noticed that the colored liquid has leaked. We are concerned that we may not have noticed this with other syringes when using them to draw colorless liquid chemo drugs. So far we have not heard any complaint previously, so it may be for this specific lot # only.